Manufacturer narrative:
(B)(6). Any additional information received from customer will be included in a follow up report. (B)(4). The carefusion factory service department inspected the suspect gas delivery engine (gde) of the device and was able to duplicate the reported issue. The root cause of the reported issue was isolated to a defective oxygen blender. The oxygen blender was replaced and the inaccurate oxygen delivery was resolved, meeting manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the fraction of inspired oxygen (fio2) percentage was out of specification. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to an accumulation of contaminates and corrosion on the blender valve mechanism.